Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. There was no reported adverse impact to the customer¿s blood glucose level. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.